Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported the device made their bladder symptoms worsen because he had never leaked in his life but, leaked while waiting in line at a bathroom on (B)(6) 2018. They changed stimulation back to the left side and set stimulation to 1.8 on (B)(6) 2018. Patient reported their bladder symptoms were worse on the right side and that the wires and tape were loose. Therapy was reportedly working on the left side. It was later reported that one of the wires broke so the patient removed the wires. Taking the wire out of the left side ¿hurt like hell.¿ the patient had an appointment coming up with their physician on the 17th. No further complications reported/anticipated.